Event description:
At a device change out on (B)(6) 2011, the atrial threshold was noted to be 2.0v/1.0 ms. Atrial undersensing was previously noted. Atrial sensitivity at 0.1 mv most sensitive. No additional information is available at this time. Lead remains in. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).